Event description:
The user facility reported that during a diagnostic colonoscopy, the image froze and could not be recovered. The procedure was reportedly completed with a similar, but different device and there was no patient injury. No further detailed information was provided by the user facility.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of intermittent flickering and blacking out when the electrical connector was manipulated. There was corrosion found inside the electrical connector, micro connector, and the flexible printed circuit board terminals. The cause of the user's experience was determined to be due to fluid invasion. As the device passed the leak test, the source of the fluid invasion appears to be due to user mishandling. This report is being filed as a medical device report in an abundance of caution.